Event description:
A customer reported experiencing a high blood glucose level of 600mg/dl, which required a visit to the emergency room on (B)(6) 2025. Cause was not known. Treatment with IV fluids and insulin was successful in resolving the issue on (B)(6) 2025, and the customer experienced no permanent damage. The customer was advised to inspect and replace supplies as necessary and resume insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.